Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 2400 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported a catheter revision was performed on (B)(6) 2016. The existing catheter was left in place and tied off and a new catheter was implanted along with a new pump. The hcp replaced the pump at the revision because it had been 5 years since implant. The reason for the catheter revision and if the patient had symptoms was unknown. It was not believed a catheter dye study was done prior to the revision. The daily dose of the baclofen was decreased from 2400 mcg/day to 1800 mcg/day at the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.